Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position during a cyst drainage procedure to treat a pancreatic pseudocyst on (B)(6) 2016. According to the complainant, during the procedure, the physician was unable to deploy the stent in the desired position in the pseudocyst. There were no visible issues with the axios device. Another axios stent was not available, so the physician sent the patient for a surgical cyst gastronomy to drain the cyst and complete the procedure. The misdeployed axios stent was removed during the cyst gastronomy. There were no patient complications reported as a result of this event.